Event description:
Clinical Narrative: An Impella CP device was inserted via the right femoral artery in a 62-year-old male patient for acute myocardial infarction complicated by cardiogenic shock, presenting in Society for Cardiovascular Angiography and Interventions (SCAI) Stage D shock. The patient's comorbidities were not reported.During support, it was reported that the purge cassette was leaking. The purge cassette was exchanged, after which the Impella CP continued to function as intended with no further reported alarms and ongoing hemodynamic support.The following day, the patient developed ventricular fibrillation, requiring increased catecholamine support. The patient subsequently stabilized, and no further arrhythmias were reported. The field team discussed the ventricular arrhythmia with the treating physician, who stated that the event was not related to the Impella device, but was more likely associated with the patient's underlying ischemic myocardium in the setting of acute myocardial infarction. The physician further reported that the Impella device provided effective hemodynamic support throughout the event and helped maintain clinical stability during the episode.Several days later, the patient was successfully weaned from Impella CP support and survived to explant.

Manufacturer narrative:
This is one of two related reports. This report represents the purge cassette and another report was submitted to represent the Impella CP.INVESTIGATION SUMMARY - Purge Leak - Cassette: The cause of the purge leak cassette was insufficient seal of the THF bond at the cartridge cap, caused by a Manufacturing Deficiency.